Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb11) was returned for investigation. Visual evaluation of the as returned products identified fracture around the collar and screw fragment in the implant drive feature. Additionally, there was bone residue around the external threads due to usage. Device history record (DHR) review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (62692334) for similar events and no other complaint about nonconforming products was identified. Therefore, based on the available information, implant malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: unique identifier (UDI) number changed to unknown. G4: date received by manufacturer. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type. H4: device manufacturer date. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Premarket identification PMA/510(k) number k013227.

Event description:
It was reported that the implant at tooth site #14 fractured and it was removed. Doctor reported that patient felt the crown loose and doctor found out that the implant was fractured.